Manufacturer narrative:
This report is filed on november 30, 2016.

Event description:
Per the clinic the patient experienced a performance decrement with device use. Reprogramming did not resolve the issue. The device was explanted (specific date not reported) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted june 01, 2017.